Manufacturer narrative:
Medical devices cont: 5076-45 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced near syncope. It was also reported that the right ventricular (rv) lead exhibited a confirmed fractured, oversensing, and noise. A warning was triggered for lead impedance. The lead was capped and replaced. No further patient complications have been reported as a result of this event.